Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in a moderately tortuous and severely calcified coronary vessel. A 6.0mmx40mmx40cm (4f) fg sterling balloon catheter was advanced for dilation. However, during second inflation at 12 atmospheres for 15 seconds, the balloon ruptured. The device was removed and completed the procedure with a different device. There were no patient complications reported. Patient was in good condition.

Manufacturer narrative:
(B)(6).